Event description:
It was reported that the right ventricular (rv) lead had decreased pacing impedance. During device replacement for normal battery depletion, the rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. As received, a partial lead was returned in two pieces. The impedance test could not be performed due to the condition of the lead as received. Electrical testing did not find internal shorts to inner coil or ring electrode conductors. Visual examination found an internal insulation abrasion breaching the right ventricular and superior vena cable lumens in multiple locations beneath the superior vena cable shock coil with abraded etfe coating of one right ventricular cable.